Manufacturer narrative:
On april 17, 2023 after submitting the initial emdr, it was discovered that field g3 (date received by mfg) was entered incorrectly as 3/6/2023. The falsely reactive alinity s hiv ag/ab combo results were not generated until 3/13/2023. The correct date for field g3 should be 3/30/2023.

Event description:
The customer stated that alinity s hiv ag/ab combo results of 1.62 s/co (reactive), 0.08 s/co (nonreactive) and 5.66 s/co (reactive) were generated for a patient (sample ID (B)(6)) on (B)(6) 2023. Western blot testing was negative for hiv I/ii. No impact to patient/donor management was reported.

Manufacturer narrative:
Per the complaint documentation, the customer observation was consistent with non-specific binding potentially associated with sample integrity issues and therefore a member of the abbott customer experience team visited the site to observe and review pre-analytics processes. The outcomes of the review were communicated to the customer and are intended to optimize these processes to mitigate influences related to the integrity of the samples. The customer confirmed their understanding of how pre-analytics processes can impact sample integrity. Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A technical review of field data for alinity s hiv ag/ab combo was performed. Overall reactive rates for lot 46383be00 for the customer site, applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group, the customer and their peer sites, the performance for lot 46383be00 is within product requirements and comparable to other lots analyzed in the comparison. Based on the investigation, no malfunction or deficiency for lot number 46383be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that alinity s hiv ag/ab combo results of 1.62 s/co (reactive), 0.08 s/co (nonreactive) and 5.66 s/co (reactive) were generated for a patient (sample ID (B)(6)) on (B)(6) 2023. Western blot testing was negative for hiv I/ii. No impact to patient/donor management was reported.